Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger deployment issue was not confirmed. The reported cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported plunger deployment issue. Factors that may contribute to plunger deployment issue include but not limited to, interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract which likely led to the reported needle to cuff miss. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently to the initially filed report, returned device analysis found that a posterior foot break occurred and was not returned. The location of the detached foot is unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an ablation interventional procedure with a 12.5f sheath. Reportedly, the plunger felt stiff when deploying; however, a 'click' was heard signaling the plunger was fully engaged. When the plunger was retracted, the whole suture came out unraveled. A cuff miss occurred. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.